Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.